Event description:
It was reported that the pt started to experience no stimulation sensation 2 weeks ago. The stimulation was off and when she went to turn it back on, she felt no stimulation. It was noted that she had a medical procedure to clear her ear. The lead impedance measurements were less than 50 ohms. An x-ray showed her extension was disconnected from her neurostimulator. She was scheduled for surgery next week for repair.

Manufacturer narrative:
(B) (4).